Event description:
It was reported that during a recanalization and stenting treatment procedure, a partial balloon detachment occurred. The physician was treating a 100% stenosed, chronic total occlusion (cto) lesion located in the severely tortuous and severely calcified left anterior descending (lad) artery. Vascular access was radial. The lesion was initially pre-dilated with an unk 1.25mm balloon. The physician then attempted to pre-dilate the lesion with this 2.0x12mm mavervick2 balloon catheter. The maverick2 balloon catheter was advanced through a severely calcified and recanalized segment of the mid lad, however, the catheter would not cross the lesion. The physician attempted to withdraw the device but it became stuck. The physician pulled on the device "with force", as a result the distal section of the balloon detached in the mid lad. The distal section of the balloon migrated into the side branch of the first septal, where it came to rest. No retrieval efforts were made because the location and size of the detached balloon piece made it "virtually impossible" to remove. The pt was not taken to surgery. The procedure was completed with the use of three balloon catheters for pre-dilation, including a 3.0x20mm maverick at 20atm, and the implantation of another mfrs' stent. There were no further pt complications. The pt remains stable and asymptomatic.

Event description:
It was reported that during a recanalization and stenting treatment procedure, a partial balloon detachment occurred.the physician was treating a 100% stenosed, chronic total occlusion (cto) lesion located in the severely tortuous and severely calcified left anterior descending (lad) artery. Vascular access was radial. The lesion was initially pre-dilated with an unknown 1.25mm balloon. The physician then attempted to pre-dilate the lesion with this 2.0x12mm maverick2 balloon catheter. The maverick2 balloon catheter was advanced through a severely calcified and recanalized segment of the mid lad; however, the catheter would not cross the lesion. The physician attempted to withdraw the device but it became stuck. The physician pulled on the device "with force", as a result, the distal section of the balloon detached in the mid lad. The distal section of the balloon migrated into the side branch of the first septal, where it came to rest. No retrieval efforts were made because the location and size of the detached balloon piece made it "virtually impossible" to remove. The patient was not taken to surgery. The procedure was completed with the use of three balloon catheters for pre-dilation, including a 3.0x20mm maverick at 20atms, and the implantation of another manufacturers' stent. There were no further patient complications. The patient remains stable and asymptomatic.

Manufacturer narrative:
Device evaluated by manufacturer:visual examination of the returned device found a complete circumferential tear in the balloon, located approximately 4mm distal to the distal edge of the proximal balloon sleeve. An examination of the balloon material could not identify any issues which could potentially have resulted in the circumferential tear. A break also occurred in the inner shaft approximately 26.5mm distal to the port. An examination of the break in the inner shaft found that the break is consistent with excessive force having been applied to the shaft which inevitably caused the shaft to stretch and break. The distal section of the balloon tear and the distal section of the inner break, including the tip section of the device, were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).